Event description:
It has been reported to co that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. The physician then inserted the stent delivery system and deployed the stent. The physician noticed that the occlusion balloon had deflated. The device was removed from the patient. The patient had an elevation of cardiac enzymes. The patient is reported to be fine.